Event description:
It was reported that this device triggered safety mode. The device was explanted. Should the device be returned analysis will be performed. No additional adverse patient effects were reported.